Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short dated devices may exhibit shorter than expected battery longevity. No additional information related to device status was received. No known patient complications have been reported.